Event description:
This study compared the results of a transcatheter aortic valve implantation (tavi) using prostar devices versus using a non-abbott device to close the common femoral artery. The intention of this study was to compare the vascular complication rates between the two devices. One prostar was placed at all large bore access sites. One non-abbott device was placed at all large bore access sites. The rate of vascular complications were low in both groups; however for prostar, included the following: a death, pseudoaneurysm, arteriovenous fistula, dissection, hemorrhage, medical intervention (use of a covered stent), surgical intervention, transfusions, and hospitalization. Mechanism of prostar device failures linked to closure device failures [unspecified failures/failure to achieve hemostasis], which would require medical intervention to achieve hemostasis. Additionally the article mentioned previous studies noted major and minor vascular complications [bleeding] associated with the use of proglide devices. The article concluded that both the non-abbott device and the prostar device had comparable rates of vascular complications; however, there were higher rates of bleeding complications that required the use of a covered stent for prostar.

Manufacturer narrative:
B3: date of event is estimate. D4: the UDI number is not known as the catalogue number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of hemorrhage, is listed in the electronic proglide instructions for use as potential adverse event of use of the device. Based on the information reported through the research article, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The prostar device(s) referenced in b5 are filed under separate medwatch report numbers.